Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, during device removal of the prostyle device, a suture break occurred. An attempt was made with another prostyle device; however, during device removal it was noted that suture came out without the knot being formed. The sutures of two new prostyle devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The reported malposition of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the cause of the reported malposition appears to be related to circumstances of the procedure. In this case it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. Correction: h6 - medical device problem code: code 1142 was removed and code 2616 was added.

Event description:
Subsequent to the previously filed medwatch report, additional information was provided. During removal of the second prostyle device, it was noted that the suture did not capture the vessel wall. No additional information was provided.